Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead implantation was attempted, but not successful because the helix was unable to be deployed. The lead was removed and replaced. No patient complications were reported as a result of this event.